Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexh1968 showed no other similar product complaints from these lot numbers.

Event description:
It was reported that when the insertion master was inserting catheter for the patient, she did it in accordance with the regular standard method, and when retrieving the guidewire, the front end of the guidewire was split. The master worried that there were fracture bodies in the patient and immediately conducted xray localization, and no fracture body was found in the patient by check. No other specific conditions were occurred on the patient.